Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins).it was reported that the battery was overdischarged other therapies worked better and patient did not charge foe 1 year. Physician recharge mode attempted unsuccessfully. The issue has not been resolved at the time of this report. No surgical intervention occurred. Unknown if surgical intervention planned but rep will follow up for more information. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and healthcare provider (hcp). It was reported that it was unknown if surgical intervention was to occur. The patient's care and follow up will be determined on ensuing visits with his provider. The hcp said the ins was overdischarged and "has been dead for seven years." The patient was going to follow up with the hcp. No further complications were reported.